Manufacturer narrative:
It was reported by customer that the blue clamp did not fully occlude the saline from infusing causing saline to mix with blood causing nurse to not know accurate volume of blood transfused. No product or photo was returned by the customer. The customer complaint of clamp issues / damage related to clamp could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris pump module smartsite blood infusion set clamp was deformed the following information was received by the initial reporter with the following verbatim: blood tubing, the blue clamp did not fully occlude the saline from infusing causing saline to mix with blood causing nurse to not know accurate volume of blood transfused.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.